Event description:
Boston scientific crm received information that during the device replacement procedure, the right atrial lead terminal pin came apart while being removed from the header. As a result, the lead was surgically abandoned. No adverse patient effects were noted.

Manufacturer narrative:
This lead was surgically abandoned; therefore the company will be unable to perform analysis on this lead. Should it be returned, or if additional information becomes available, this report will be updated.